Event description:
Damaged tip on punch drove guide wire thru the pt's humerus and out of the pt's skin laterally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.